Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue reported in b5 was confirmed. The following findings were also noted during device evaluation: air/water and suction cylinder have no color, switch buttons 1 and 3 have a cut, grip is shaved, plug unit has a scratch, scope connector and cover case have corrosion due to water leakage, due to a pinhole on bending section and a crack on the distal end water tightness is lost, due to wear of the angle wire, the play of the up/down knob is out of specification, image guide protector damaged, objective lens has a scratch and connecting tube has a cut. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope angulation controls do not work. Upon inspection and evaluation, distal end has foreign material or stain, and the light guide lens is dirty inside. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The event occurred on (B)(6) 2023. It occurred just before the procedure (diagnostic colonoscopy). Neither delay nor damage to the patient occurred. Another device was used for the procedure. Based on the results of the investigation, it is likely that the following led to the malfunction: foreign material was confirmed could not be identified, nor could we specify the root cause of the dirt/foreign material remaining in the device. Since foreign material was not on the external surface of the device, the material could not be removed by reprocessing. Presumably cause, light guide-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera. As a result, humidity invaded the light guide-lens which led to corrosion. However, we could not specify occurrence cause by confirming the event or analyzing the actual device this issue is addressed in the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.